Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert was triggered. Also, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that a remote transmission was received indicating that a lead integrity alert (lia) had triggered on the right ventricular (rv) lead. The patient was brought into the emergency room due to the alert. The rv lead was found to have oversensing with high rate non-sustained (hrns) and sensing integrity counter (sic). The rv lead had high impedance and was suspect of a fracture. The rv lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.